Manufacturer narrative:
Investigation summary bd received 1 photo for investigation, which shows missing information on the packaging. Returned samples included 30 from lot number 4305680 and 4 from lot number 4330776, which were inspected for missing label information. All samples failed visual inspection as they were found to be missing information. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4305680 and 4330776, for the indicated failure mode: incorrect/missing label information. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, an unspecified number of units from the reported batch exhibited no batch or expiration date information printed on the packaging. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, an unspecified number of units from the reported batch exhibited no batch or expiration date information printed on the packaging. No adverse impact was reported regarding the patient or user.